Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event dates estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48547, related manufacturer report number: 1627487-2020-48550. It was reported patient experienced ineffective therapy. X-rays confirmed no migration. Troubleshooting was unable to resolve the issue. As such the patient is awaiting surgical intervention where the system is planned to be explanted.